Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11682. It was reported, the patient had pain and discomfort prior to the trial procedure. The physician opted to completely sedate the patient during the trial procedure. The patient received two trial leads. The patient reported pain in his back and lack of feeling in his left leg postoperative. The system was turned on, however, the patient reported additional pain. The physician opted to remove both trial leads and sent the patient for an MRI. Follow up identified the MRI did not show any damage. It was reported, the pain for the patient was the same, and the physician was treating the original pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.